Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left side horrible pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), vitamin d deficiency ("vitamin d deficiency"), systemic lupus erythematosus ("lupus"), arthritis ("psychotic arthritis"), urticaria ("big, hot, itchy hives"), pruritus ("big, hot, itchy hives"), erythema ("ear turns red"), hot flush ("hot flashes") and night sweats ("night sweats"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, vitamin d deficiency, pruritus, hot flush and night sweats outcome was unknown and the fibromyalgia, systemic lupus erythematosus and arthritis had not resolved. The reporter considered arthritis, erythema, fibromyalgia, hot flush, night sweats, pelvic pain, pruritus, systemic lupus erythematosus, urticaria and vitamin d deficiency to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new events "big, hot, itchy hives", "ear turns red"; "hot flashes"; "night sweats" were added. Social media reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left side horrible pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), vitamin d deficiency ("vitamin d deficiency"), systemic lupus erythematosus ("lupus"), arthritis ("pschotic arthritis"), urticaria ("big, hot, itchy hives"), pruritus ("big, hot, ichy hives"), erythema ("ear turns red"), hot flush ("hot flashes") and night sweats ("night sweats"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, vitamin d deficiency, pruritus, hot flush and night sweats outcome was unknown and the fibromyalgia, systemic lupus erythematosus and arthritis had not resolved. The reporter considered arthritis, erythema, fibromyalgia, hot flush, night sweats, pelvic pain, pruritus, systemic lupus erythematosus, urticaria and vitamin d deficiency to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: as per the mail communication this case was duplicate of case (B)(4). This case was deleted from the bayer database. As all the information has been transferred to this case to retention case (B)(4). Legacy device report num 2951250-2018-01207 transferred from retention case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left side horrible pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), vitamin d deficiency ("vitamin d deficiency"), systemic lupus erythematosus ("lupus") and arthritis ("pschotic arthritis"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and vitamin d deficiency outcome was unknown and the fibromyalgia, systemic lupus erythematosus and arthritis had not resolved. The reporter considered arthritis, fibromyalgia, pelvic pain, systemic lupus erythematosus and vitamin d deficiency to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.